Manufacturer narrative:
H.6. Investigation: bd received five (5) samples for investigation. The samples were unable to be evaluated by functional testing for decapping/loose caps, as the samples could not be filled. It was observed during the investigation, the failure mode of underfill/no fill for the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. While bd was unable to confirm this complaint for the indicated failure mode of decapping/loose caps, bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions, CAPA#1875009. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: when the red cap is removed and the returned, it does not stay on the tube. The cap falls off

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: when the red cap is removed and the returned, it does not stay on the tube. The cap falls off.